Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage is observed on sensor patch. Data was extracted using approved software; the sensor was found to be in sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection was performed on the returned sensor plug and no failure modes were observed. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and the results were within specification. Poise voltage values were within specification, indicating the sensor was providing accurate glucose readings the passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint. The device history recoreds (DHR) for the libre sensor and sensor kit were reviewed. The DHR review includes noted and documented non-conformances and there were no nonconformities found that would have an impact on product performance. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted. Section d4 (sn) & (UDI) were updated based on the returned product. Section d4 (device expiry date) & h4 (device mfg date) were updated based on the returned product download.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced their "blood sugar dropped to 53¿, a seizure and was able to self-treat with a sweet drink. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced their "blood sugar dropped to 53¿, a seizure and was able to self-treat with a sweet drink. There was no report of death or permanent impairment associated with this event.